Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient presented to hospital to receive blood products. The vad coordinator looked at history screen of system controller and noticed multiple pump stops of 3-4 minutes each. Patient reported one red heart alarm on that day. System controller was switched out and the log files will be submitted.

Manufacturer narrative:
Vad coordinator changed out the system controller and sent in the one that was on the patient for evaluation. The vad coordinator confirmed that the patients driveline is intact without evidence of trauma or damage. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.